Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited enclosure separation at the seams while the user was changing supplies, though the device continued to function and blood glucose values were unaffected. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user interview, troubleshooting, and device replacement with instructions for data sync, shutdown, and return. Investigation of this case revealed a hardware cosmetic and structural issue localized to the screen bezel or housing, with no impact to therapy delivery or device performance at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was product wear or mechanical stress leading to enclosure separation.